Manufacturer narrative:
The initial reporter address was reported wrongly in "initial reporter name and address". Changed to: (B)(6).

Manufacturer narrative:
The device ro 15 047 has been inspected for investigation purpose. The tests performed confirmed that the support arm adaptor was damaged. This part was replaced for repair purpose. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the support arm adaptor clamping screw was damaged. The procedure has been completed with a traditional surgery technique.